Manufacturer narrative:
On (B)(6) 2013.

Event description:
It was reported after an intepro y-mesh was implanted, a pelvic abscess occurred. The patient underwent an exploratory laparotomy (under anesthesia with cystourethroscopy) with removal of pelvic mesh and drainage of the pelvic abscess. It was stated that the device malfunctioned. Additional information was requested multiple times, but was not provided. If additional information is provided, a follow up report will be sent.